Event description:
It was reported that the noozle of the sfc-45 fp cartridge looked hazed with a dew or condensation. Problem was noted when the sterile pouch was opened. No pt contact.

Manufacturer narrative:
Evaluation: lot order search. Results: a lot order search was conducted and there was no similar complaints found.